Manufacturer narrative:
This is a voluntary distributor report. The manufacturer (B)(4) is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation.

Event description:
This is a voluntary distributor report. The user facility contacted a conmed sales representative to report four incidences of item sb936- specimen bag breaking intraoperatively during surgery between (B)(6) 2016 and (B)(6) 2016. As reported, the tether on the bag broke but the bag maintained intact. The user retrieved the bag and the specimen did not fall into the patient. No patient injury, surgical delay or extended hospital stay was reported. The complaint device was disposed of by the user facility.